Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump display had a shattered appearance under the screen due to ¿spider web¿ pixels across display. Damage blocked graphics and text; cause of damage was unknown. Customer's blood glucose was between 70-150 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.